Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service confirmed the report of no image. Error code b30 (scope communication error) was displayed due to a faulty cable and moisture inside the charge-coupled device lens. In addition, service found a cut on the cable and the device failed the leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the camera head. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable and moisture inside the charge-coupled device lens could not be identified. Olympus will continue to monitor field performance for this device.